Event description:
During a pt procedure, the doctor reported the reamer was dull. There was no surgical delay, impact to pt or other adverse events reported.

Manufacturer narrative:
The device was returned to greathbatch medical and eval is in progress. Once greatbatch medical completes the investigation, a supplemental medwatch 3500a form will be submitted. Complaint info was provided by zimmer.